Manufacturer narrative:
Concomitant medical products: product ID: 7435, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3998, lot# la9632, implanted: (B)(6) 2002, product type: lead. Product ID: 7435, serial#(B)(4), implanted: (B)(6) 2002, product type: programmer, patient. Product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. (B)(4).

Event description:
The consumer reported that they had their device removed. Their main device could not be removed since it was too embedded in their spine. The patient's indication for use was chronic intractable pain in the trunk and limbs. No reason for explant, date of explant, or symptoms were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.